Event description:
The customer reported that nicu missing alarm notifications and caregroup bed labels from the caregroups, in the overview beds. The hospital staff was aware of the issue; therefore, no patient impact or injury was reported, as a work-around was in place.